Event description:
It was reported that a customer applied a new libre 3 plus sensor that was initially paired to the libre app, which prevented connection to the ilet and resulted in ilet dosing stopping until a manual blood glucose value was entered; the issue was addressed through troubleshooting and education to scan sensors only through the ilet mobile app, after which a new sensor was applied and successfully scanned, and a high fingerstick of 425 mg/dl was entered to resume automated corrections; the event aligns with an improper or incorrect procedure and does not implicate a specific device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability problem identified due to the sensor being in use by another device, consistent with user procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure per the investigation conclusion taxonomy.